Manufacturer narrative:
Eval summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The mfg lot specified in this complaint was processed according to the validated sterilization processed parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device would have caused or contributed to any pt infection. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, (B)(4) considers the investigation closed.

Event description:
It is reported that the pt was revised due to possible infection. During surgery, it was determined the knee was not infected. The surface was removed to provide access to the entire construct and a new surface was implanted.